Event description:
It was reported that during the procedure the patient had hypoxicencephalopathy during the procedure. Additionally, the implanted device that was being replaced had oversensing and also caused rapid pacing when the physician used the radio knife. The device was replaced. After the procedure the patient had a follow up and it showed the right ventricular (rv) lead threshold was high. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.